Event description:
It was reported that the dexcom g7 sensor pairing to the ilet failed, resulting in intermittent communication alerts indicating the sensor was not paired; a new g7 was applied and confirmed to be pairing after warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability issue between the cgm and the ilet characterized by intermittent communication failure, with involvement of the device¿s electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.